Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), specifications, and visual inspection of the returned device was conducted during the investigation. One open package containing universa firm ureteral stent set was received. A portion of the proximal coil was completely severed from the stent. The tether was still attached to the severed coil. The coil was severed 4.4 cm from the proximal end of the stent; a portion of the coil remained intact on the stent body. The tether was cut 4.5 cm from the knot. Under magnification, the point of separation had the appearance of being cut then pulled to separation. The proximal coil was likely cut by the braided tether during removal. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The IFU captures the failure mode of this complaint. This complaint is confirmed based on the physical evaluation of the device. Based on the provided information the root cause is related to product use or handling as the product received excessive pressure. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the universal firm ureteral stent set was found broken when the package was opened. The device did not come in contact with the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. No additional information has been provided at this time.